Manufacturer narrative:
Exact date unknown, event occurred in 2019.

Event description:
It was reported that the patients ipg was not holding a charge.the patient underwent an ipg replacement procedure and was doing well. Explanted ipg will not be returned.